Event description:
As per gfe information, there is no report of the customer passing.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,b1,h1,h6( hecc,heic) with this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had passed away. No further details were provided. Troubleshooting was not performed but it was found that the customer received a no-delivery alarm in the insulin pump. The pump rejected new batteries and the buttons were sticky. It was unknown whether the insulin pump was worn at the time of passing, the cause of death, and the blood glucose value at the time of passing. It was unknown whether the customer will continue using the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
S/w 5.2a, retainer ring = black, case type = ngp. The customer passed away and additional death information is pending. The pump was returned for alleged failed battery test alarm, no delivery alarm and keypad anomaly on 21-jul-2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The test battery was removed and reinserted with no failed battery test alarm noted during testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. There were no "no delivery alarm" noted on the event date 21-jul-2023 in the pump history file. The pump responded properly to button presses. No keypad unresponsive/button error alarm, numbers ramping or scrolling screens noted during testing. No damage noted on the keypad traces. No damage noted on the keypad dome switches. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the customer's daily total of all insulin delivered surrounding the event date 21-jul-2023 listed on smartsolve and the days prior to the event date. (B)(6) 2023 daily total of all insulin delivered: (B)(4) u. (B)(6) 2023 daily total of all insulin delivered: (B)(4) u. (B)(6) 2023 daily total of all insulin delivered: (B)(4) u. (B)(6) 2023 daily total of all insulin delivered: (B)(4) u. (B)(6) 2023 daily total of all insulin delivered: (B)(4) u. (B)(6) 2023 daily total of all insulin delivered: (B)(4) u. (B)(6) 2023 daily total of all insulin delivered: (B)(4) u. Please see below for the boluses listed on the event date 21-jul-2023 in the pump history file. (B)(6) 2022 08:42:02.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: (B)(4) u. Bolusamountdelivered: (B)(4) u. (B)(6) 2022 09:13:25.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: (B)(4) u. Bolusamountdelivered: (B)(4) u. (B)(6) 2022 12:59:46.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: (B)(4) u. Bolusamountdelivered: (B)(4) u. (B)(6) 2022 20:28:20.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: (B)(4) u. Bolusamountdelivered: (B)(4) u. Please see below for the daily total of all insulin delivered on the event date 21-jul-2023 in the pump history file. (B)(6) 2023 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered: (B)(4) u. Dailytotalofbasalinsulindelivered: (B)(4) u. Dailytotalofbolusinsulindelivered: (B)(4) u. There were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 21-jul-2023 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 21-jul-2023 in the pump history file. 07/18/2023 09:52:00.000 alarm alert notification (40) fault number: low battery alert (104) 07/18/2023 09:58:20.000 battery removed (55) 07/18/2023 09:58:20.000 alarm alert notification (40) fault number: battery removed (84) 07/18/2023 09:59:38.000 battery inserted (44) the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Earliest power data available per the power management tool/detail trace file is on 9/9/2023 9:18:58 am. There was no power data available for the date of 07/18/2023. Unable to check power data for low battery alert. Low battery alert (104) unknown. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Keypad/button unresponsive/button error (keypad anomaly) not confirmed. Failed battery test alarm not confirmed. Insulin flow blocked alarm/no delivery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Update summary: as per gfe information, there is no report of the customer passing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.